Manufacturer narrative:
Occupation is a patient/consumer. The test strips were requested for investigation. The product is not expected to be returned as the patient stated she used them all. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek vantus meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the laboratory was 2.5 inr. The result from the meter at 12:40 pm was 1.6 inr. The timing between tests was 30 minutes. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests weekly.